Event description:
It was reported that during the pt care of a (B)(6) male, the autopulse platform was used and displayed "low battery" on the first battery used. A second battery was used and the medic was able to get 4 to 5 compressions before that battery showed low. The medics reverted to manual CPR for the remainder of the call for over an hour and a half. No adverse pt sequelae was reported.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed.